Manufacturer narrative:
Analysis of the device returned to cochlear was a device failure. Device analysis report attached. This report is submitted on september 1, 2021.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted on (B)(6) 2021, and the recipient was reimplanted with another cochlear device during the same surgery.